Event description:
The manufacturer received information alleging a ventilator had a thermal event occur . There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported the replacement of a power management board. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's interface board was replaced to address the issue.